Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their implantable neurostimulator (ins) was not working properly and that the stimulation was not where it needs to be. The patient was rear ended in a motor vehicle accident in (B)(6) 2017. The patient was redirected to their healthcare provider to check the ins after a trauma and to discuss programming. No further complications were reported/anticipated. The indication for implant was degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.